Event description:
It was reported that there was an incorrect volume read when loading a bd 10 ml syringe of ampicillin. The ampicillin was intended to infuse at a rate of 30ml/hour with a volume to be infused (vtbi) of 7.5ml. When loaded the syringe module vtbi display 7.2ml available when 7.5ml was visualized in the syringe. The clinician changed the rate to match the ordered rate. The pump calculated a new rate based the vtbi and the infusion time. Can the pump take the infusion rate as the default. There was patient involvement but no harm.

Manufacturer narrative:
Correction: report source. Additional information: report source other. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incorrect volume read when loading a bd 10 ml syringe of ampicillin. The ampicillin was intended to infuse at a rate of 30ml/hour with a volume to be infused (vtbi) of 7.5ml. When loaded the syringe module vtbi display 7.2ml available when 7.5ml was visualized in the syringe. The clinician changed the rate to match the ordered rate. The pump calculated a new rate based the vtbi and the infusion time. Can the pump take the infusion rate as the default. There was patient involvement but no harm.